Event description:
One patient sample with discrepant glucose results. Initial glucose result gave 3 mg/dl, and alk phos result of 3 u/l. Sample repeated gave glucose result of 133 mg/dl, and alk phos result of 124 u/l. Erroneous results were not reported. The field service rep determined the cause to be a problem with the sample probe and replaced the probe.